Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an echocardiogram and was diagnosed with severe worsening aortic insufficiency. The patient underwent a successful transcatheter aortic valve replacement (tavr) on (B)(6) 2022. The patient's aortic insufficiency improved to mild aortic insufficiency and the patient is recovering. It is unknown whether the exacerbation of the aortic insufficiency was worsened due to the left ventricular assisted device.

Manufacturer narrative:
The patient's pump exchange was previously reported under MFR # 2916596-2022-10893 manufacturer's investigation conclusion: a direct correlation between the device and the reported aortic insufficiency (ai) and shortness of breath could not be conclusively determined through this evaluation. Additionally, the reported narrowing of the outflow graft could not be confirmed as no images were provided for review and the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). A specific cause for the obstruction could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. This section also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Tt was reported that the patient had symptoms of shortness of breath and failure to thrive. The patient had an echocardiogram performed on (B)(6) 2022 that noted severe aortic insufficiency and a computerized axial tomography (cat) scan that noted narrowing of the outflow graft. The surgeon thought it was at the site of the graft to graft anastomosis from the pump exchange. The outflow graft was stented on (B)(6) 2022 that did not improve the patient's symptoms. A transcatheter aortic valve replacement (tavr) was performed on (B)(6) 2022. The patient was discharged on (B)(6) 2023 and as of then the patient felt better.

Manufacturer narrative:
Previous events for aortic insufficiency: aug2022 - MFR # 2916596-2022-13545. May2022 - MFR # 2916596-2022-10893. Mar2014 - MFR # 2916596-2022-12966. Manufacture¿s investigation conclusion: a direct correlation between the device and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.